Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with a suspected transient light sensitivity at three month lasik post-operative visit. At visit patient complained of light sensitivity for over a month. Additional info from reporter indicated that the pt's topical steroid dosage was increased. Additional info has been requested. This report is for the right eye, an additional report will be filed for the left eye.